Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient representative. Patient representative reports they have not contacted the managing provider as the patient is currently in the hospital [due to unrelated medical history]. Patient representative reports they will follow up at a later date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the new pain. The patient was met with and reprogrammed for pain coverage. Impedances and connectivity checks were completed with all electrodes within range. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the caller reported the patient had fallen so many times, and they didn't think the implant was working properly. The caller stated the patient fell on their back, and the last time the patient fell they broke 4 ribs, so they weren't using the device for a while because the patient was on so much other pain stuff that they didn't need the therapy. The caller stated the patient was no longer feeling the stimulation the same as before and gave context: they increased stim on group a from 3.9 to 5, and the pt was no longer feeling it the same. The caller confirmed stimulation was on and cycling was on. The patient was redirected to their healthcare provider to further address the issue. The caller stated the last time the pt fell was in jan, and before that they fell often but stopped feeling stim the same around jan.